Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the valved entry system blade was dull and would not enter the eye during a procedure . The product was replaced and procedure completed with no patient harm reported. The sample reported as available. No additional information is expected.

Manufacturer narrative:
Three opened trocar/hub assemblies and three opened trocar assemblies were received in a tray with other items for the report of unable to be inserted. The samples were visually inspected . Five samples were found conforming and one sample was found to be non-conforming with a damaged and slightly dull tip. Penetration testing was then performed on the on the conforming samples and was found conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The damage to the returned non-conforming sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any non-conformances, such as a damaged tip, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).